Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing a pod on the abdomen between 36 and 48 hours. On (B)(6) 2026, patient sought medical attention at an emergency room and remained for approximately 4 hours. Patient presented due to inability to check blood glucose (bg), as no sensor or replacement was available at the time. At presentation, bg was measured at 36 mg/dl. Patient reported no symptoms prior to presentation. Healthcare provider diagnosed diabetic seizure and administered carbohydrate treatment to increase bg. Patient confirmed use of the omnipod system at the time of the event and denied any issue with the pod or controller.